Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Lt was reported that the customer experienced a keypad malfunction on his insulin pump. The numbers on the screen of the pump began to ramp up while he was about to bolus and the buttons were not functioning. The customer's blood glucose was 294 mg/dl. The customer was advised to dissconnect from the insulin pump and he stated that after he did so, the buttons began to work again. Further advice was given to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on it's own anomaly noted. The insulin pump received with cracked case at display window corners. The insulin pump received with minor scratches on lcd window.